Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 740 (mg/dl). Customer administered correction boluses; however, bg levels remained elevated. During hospitalization, customer was treated with an insulin drip and insulin pens. System check with tandem technical support indicated that the pump was performing as intended; however, it was noted that the customer allowed the battery to deplete the evening prior to the reported event. Reportedly, the customer charged the pump with a non-tandem accessory and stated pump was not charging as expected. A replacement cable and charger was sent to the customer. Customer was released from hospital 3 days later.